Event description:
Per the clinic, the patient experienced pain at magnet site and subsequently was treated with antibiotics (specific date, duration and type not reported). The pain is reported to be healing and clinical management of the patient is ongoing.